Event description:
While using the biopsy needle, there were recurrent misfires of the needle. Another needle was obtained and the doctor was able to complete the procedure. Manufacturer response for disposable core biopsy instrument, max-core (per site reporter). The manufacturer is sending packaging and RMA [return merchandise authorization] to use to return the device to the manufacturer.